Manufacturer narrative:
Conclusion:the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thombectomy procedure using penumbra system non-sterile pump max supplies. During the procedure, a leaking noise was heard from the penumbra system non-sterile pump max supplies and the pump could only create a vacuum of -19in hg. The penumbra system non-sterile pump max supplies were exchanged with a new one and the case continued successfully. There was no report of an adverse effect on the patient.